Event description:
Information received by medtronic indicated that the customer reported experiencing hyperglycemia due to an insulin flow block issue. Troubleshooting was performed for the reported event. The blood glucose value at the time of the call was 298 mg/dl. The customer was treated using the insulin pump. The customer reported an insulin flow blocked alarm during therapy. The customer confirmed insulin exited at infusion set quick release during 5u fill cannula. The customer removed the infusion set, examined the cannula, and indicated the cannula was not bent. The customer reconnected the tubing at quick release, delivered a 5u fill cannula, and confirmed insulin did not exit or the pump alarmed. No harm requiring medical intervention was reported. The customer will continue using the insulin pump and the pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.